Event description:
It was reported that low impedance was observed on the right ventricular (rv) and left ventricular (lv) leads. Right ventricular capture thresholds were high and unipolar pacing in the right ventricle resulted in abdominal wall stimulation. It was not determined whether this was solely a lead issue or a pacemaker issue as well. Programming changes were made. The patient was stable and alert during the event.